Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using a penumbra coil 400. During the procedure, the physician was unable to advance the penumbra coil 400 entirely into the aneurysm due to resistance. The physician attempted to move the px slim delivery microcatheter; however, resistance was met. The penumbra coil 400 was retracted into the px slim delivery microcatheter and the penumbra coil 400 unintentionally detached inside the microcatheter. The px slim delivery microcatheter was removed and new px slim delivery microcatheter and penumbra coil 400 were used. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the penumbra coil 400 pusher assembly was fractured approximately 8.5 cm from the proximal end. The distal detachment tip (ddt) was from fractured from the distal tip of the pusher assembly. The legs of the ddt were still connected to the polymer material however; the tip was fractured from the legs at the junction between the ddt and the pusher assembly. The coil stretch resistant (sr) wire was fractured approximately 33.1 cm from the proximal end. The pet-lock was intact on the proximal end of the pusher assembly, consistent with an unintentionally detached coil. The outer diameter of the coil, proximal constraint sphere, and pull wire was measured and all dimensions were determined to be within specification. The distal detachment tip (ddt) was not returned for evaluation. Conclusion: the complaint has been evaluated. The complaint indicates that strong resistance was felt during the delivery of the penumbra coil 400. Evaluation of the returned product confirmed that the coil sr wire was fractured. In addition, the pusher assembly was fractured and the ddt was fractured from the legs that connect the ddt to the polymer material of the pusher assembly. There was no damage to the px slim delivery microcatheter. The cause of the resistance described in the complaint could not be determined but may have been related to catheter placement within the aneurysm or tension built up in the system. The coil unintentionally detached due to excess force placed on the device when pulling it back into the catheter. Based on the condition of the returned device, it could not be determined which break caused the coil to detach. The break in the sr wire, pusher assembly fracture in the hypotube, and ddt fracture from the legs of the ddt at the ddt-pusher assembly junction could all have been related to the coil detachment within the microcatheter. In addition, these breaks are all associated with excess force placed on the device during manipulation. There were no manufacturing issues identified during the device investigation. The penumbra coil 400 devices are 100% functionally tested during in-process inspection. In addition, the coils and microcatheters are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.